Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the crystalized and crusted mesh pouch in the pump pocket had not been determined as no analysis was done. The patient was recovering well but the nature of the crystalized pouch was unclear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that during the patient's pump replacement on (B)(6) 2021 there was presence of crystalized and crusted mesh pouch in the pump pocket, almost like a shell surrounding the pump. They were able to get down to the pump by dissecting the tissues. The rep stated that the pump was able to be removed and the shell "cracked off of the pump". The question may be if the drug causes crystallization or if there was any report of the mesh pouch that was used historically for pump implants that could become "crystallized". The rep stated that the pump replacement was due to normal battery depletion and no report of therapy issue. It was noted that the pump was implanted at a different facility before and no clear implant date on the mesh pouch on record. No symptoms/patient complications were reported. Additional information noted that the hcp thought about replacing the connector but the catheter was so buried under the shell of the pocket that the hcp could not clearly identify where the lead was and did not want to dig around. They were able to fully aspirate the catheter via the catheter access port before the old pump was removed as well as after the pump was connected. The hcp did not want to risk damaging the catheter if the system was patient and there were no concerns with therapy.